Event description:
On (B)(6) 2013, the patient's mother reported that her son's infusion sets are only lasting 1-1.5 days because the self-adhesive stops working. They have tried additional adhesives, but the patient is allergic to them. The patient had an infection at his infusion site. His mother called her doctor and he provided them with a prescription for antibiotic cream. The patient had a headache and high ketones. His blood glucose level was over 300 mg/dl. He was able to correct the elevated level via insulin injection. His target blood glucose range is 90-130 mg/dl. The patient's mother stated that the elevated blood glucose was due to poor absorption at the infusion site due to the infection. The used infusion sets were discarded by the patient; therefore, no product can be requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Manufacturer narrative:
Conclusion the complaint describing a skin irritation cannot be verified, the head set meets product specifications. Result no sample was received for examination. The reference samples were visually inspected of the adhesive tape and tested for needle, flow and leak. All test results were within specifications. The batch record # 5019858 was verified and found it within specifications. The problem mentioned by the customer could not be reproduced.